Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, the returned implant has signs of use, apparent bone / tissue attached to external threads. The implant was observed severely damaged around the collar region, likely due to the removal process. The implants collar was fractured. Additionally, a fractured implant removal tool fragment was seen stuck inside the implant. DHR review was completed for the subject lot number 1219725. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1219725 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. The customer did submit images for the reported event. The image revealed that the implant was fractured at the collar. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects an implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name unknown / not provided. G4: premarket identification k013227. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in an unknown position failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant. The doctor reported : inflammation